Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, hormone level abnormal, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure and essure confirmation test was done on the same day((B)(6) 2011). Previously insertion date as per summons was reported 2013. As per pfs: it is mentioned that: pregnancy: stillbirth/miscarriage, birth - no complication. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified): result: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, hormone level abnormal, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure and essure confirmation test was done on the same day((B)(6) 2011). Previously insertion date as per summons was reported 2013. As per pfs: it is mentioned that: pregnancy: stillbirth/miscarriage, birth - no complication. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified): result: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: case become incident. Medical record received removals details was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.